Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found the following. The lamp error e105 could not be duplicated. The all leds of the front panel of the subject device were turned on since the circuit board of the front panel was broken. No image was output from dvi out terminal since the circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during routine inspection, the user found that following phenomena. The lamp error e105 appeared on the monitor. The leds of the front panel of the subject device were blinking. No image was output from dvi out terminal. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.